Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the pump was connected to the mini apical cuff the locking mechanism failed to fully engage and lock. It was attempted several times but no locking and was observed the yellow lines were still visible. It was tried to lock and engage away from the sewing ring, but it would not. No glue was used. Per surgeon, it felt very stiff. No log files were available. The pump was replaced and it engaged first time. The patient had longer time on bypass by 15 minutes as the pump was replaced and needed to reprime. No further issues with the patient were noted.